Manufacturer narrative:
The investigation into this complaint has been completed. The field service engineer (fse) who was dispatched to site did not reproduce the reported issue of a blank screen. The fse found no fault with the ventilator, downloaded the logs from the ventilator in which the fse noted that there were technical error codes in the logs but without associating them to the reported issue. The ventilator was returned to service. The evaluation of the logs shows that the last pre-use check was done 5 days prior to start of the ventilation period and it was successful. The logs further shows that the actual ventilation period had been ongoing with various clinical alarms for 2½ days. Prior to the occurrence of the three technical alarms there was a problem free period without any alarm of 5 hours 11 minutes. The three technical alarms were followed by the alarms expiratory minute volume low, respiratory rate low, apnea, peep low and o2 concentration low, which implies that ventilation, stopped. There were several functions to silence the alarms every 2 minutes because technical alarms cannot be permanently silenced. The ventilator was eventually set to the standby mode after 11 minutes of no ventilation. Several attempts were done to start ventilation after the event without turning off and on the ventilator but each time ventilation was not possible because the technical errors were still active. The ventilator was later turned off. When the ventilator was turned on again the technical errors were not generated. The analysis of the logs show that the technical error codes were preceded by a breathing subsystem error indicating a too long response time in an internal process, leading to that the breathing subsystem stopped executing. The breathing sw stops executing as a safety measure as the communication with the other subsystem is lost. The safety valve opens and spontaneous breathing is enabled. The root cause analysis done by code review for similar events found that the cause was exceeded response time that caused the technical errors.

Event description:
It was reported that the screen went blank during ventilation. Three technical error codes that indicate that ventilation stopped were found in the logs that were downloaded from the ventilator. There was no patient harm. Manufacturer ref. #: (B)(4).